Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An initial webform complaint was received with the use of the adc device. The customer was contacted and reported an unspecified high glucose sensor scan reading and was given juice for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
An initial webform complaint was received with the use of the adc device. The customer was contacted and reported an unspecified high glucose sensor scan reading and was given juice for treatment by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. Product has not yet been returned for this complaint.   Sensor kit expiration date is 31-jan-23. Medical event associated with this complaint case occurred on 12-mar-23 which confirms the usage of the device beyond the useful life of the device. Additional investigation activities are not required as the device met specification when it was released and throughout its lifespan. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.